Event description:
It was reported that the patient had a device alert for high lead impedance and presented for a follow-up. During explant, it was noted that the proximal cables were broken.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found an open circuit due to fractured rv cables. The rv cables were fractured 3cm from the connector pin. Fractured parts of filars were visible in the lumen.